Manufacturer narrative:
The complaint investigation for falsely elevated alinity I ca 19-9xr result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending did identify trends for list number 08p32, however, an increase in complaint activity for lot 60968fp00 was not identified. Additionally, the historical performance of the alinity I ca 19-9xr reagent lot 60968fp00 was evaluated using field data from customers worldwide. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 60968fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for 60968fp00. A review of the device history record did not identify any non-conformances or deviations with lot 60968fp00 and complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified for the alinity I ca 19-9xr reagent lot 60968fp00.

Event description:
The customer observed falsely elevated alinity I ca 19-9xr results for an 83-year-old male patient with lymphoma. It is unknown if the patient has pancreatic cancer. The same sample was tested on the liaison and the centaur which generated normal results. The following data was provided: customer¿s normal range: 0 to 37 u/ml. On (B)(6) 2024 sid (B)(6): result from (B)(6) = 437.57 u/ml, result from 1:10 dilution = 65.48 u/ml. Result from (B)(6) = 460.10 u/ml, result from 1:10 dilution = 63.87 u/ml. Result from (B)(6) = 441.38 u/ml, result from 1:10 dilution = 68.80 u/ml. Results from liaison and centaur = normal results (specific data not provided) there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I ca 19-9xr results for an 83-year-old male patient with lymphoma. It is unknown if the patient has pancreatic cancer. The same sample was tested on the liaison and the centaur which generated normal results. The following data was provided: customer¿s normal range: 0 to 37 u/ml. (B)(6) 2024 sid (B)(6) result from (B)(6) = 437.57 u/ml, result from 1:10 dilution = 65.48 u/ml. Result from (B)(6) = 460.10 u/ml, result from 1:10 dilution = 63.87 u/ml. Result from (B)(6) = 441.38 u/ml, result from 1:10 dilution = 68.80 u/ml. Results from liaison and centaur = normal results (specific data not provided) there was no impact to patient management reported.